Event description:
It was reported that a patient reused single-use supplies during dialysis therapy. The home patient was disconnected during the initial drain and advised to start therapy over with new supplies, though it was confirmed that the supplies were reused. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for the report of a use error - reuse of single-use product during dialysis therapy after the initial drain, where the home patient stated that they restarted with same supplies after a being advised to start over with new supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.